Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.

Event description:
The device involved in this MDR report was explanted 25 months after implantation because it could not be interrogated. However, normal pacing operation was observed.